Event description:
It has been reported that the syringe enteral 60ml bns has been found experiencing two occurrence of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that 2 syringes were found with unknown contamination inside. Per email: during production 2 pcs found with unknown contamination inside.

Manufacturer narrative:
H.6. Investigation summary: four (4) photos were provided by the customer for investigation. One (1) photo shows the two (2) reported non-conforming syringes. One (1) syringe has one (1) spot of foreign matter in or on the barrel and the second (2nd) syringes has two (2) spots of foreign matter visible. The second (2nd) photo shows one (1) of the pieces of foreign matter magnified. The foreign matter appears to be a solid blue piece. The third (3rd) photo shows a second (2nd) piece of foreign matter. The foreign matter appears to be a solid blue piece which also has a part of it being lighter and almost transparent in color. The fourth (4th) photo shows the third (3rd) foreign matter which appears to not be a solid particle like the other two (2) pieces of foreign matter. This foreign matter appears to be grey in color appears to not be a solid as there are spaces visible in the foreign matter. Two (2) samples were received from the customer under trackwise # pr 1115027. The samples were visually examined using 10x magnification. One (1) of the samples was found to have black foreign matter embedded in the barrel. The second (2nd) sample was found to have two (2) spots of loose foreign matter in the barrel. One (1) of the spots was examined and was visually identified as a blue colored piece of plastic which had smooth rounded edges on the top edge and rough jagged edges on the bottom side the other spot was examined and was visually identified as a blue colored piece of plastic which had rough jagged edges. Both pieces of appear to have similar coloring and characteristics indicating that they came for the same source. Based on the photos provided by the customer bd acknowledges the presence of foreign matter (fm) on or in the two (2) syringes. Potential root cause, embedded foreign matter (fm) can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Blue plastic is not used in the production process. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. No corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation summary: four photos were provided by the customer for investigation. One photo shows the two reported non-conforming syringes. One syringe has a spot of foreign matter in or on the barrel and the second syringes has two spots of foreign matter visible. The second photo shows one of the pieces of foreign matter magnified. The foreign matter appears to be a solid blue piece. The third photo shows a second piece of foreign matter. The foreign matter appears to be a solid blue piece which also has a part of it being lighter and almost transparent in color. The fourth photo shows the third foreign matter which appears to not be a solid particle like the other two pieces of foreign matter. This foreign matter appears to be grey in color appears to not be a solid as there are spaces visible in the foreign matter. However, based on the photos none of the foreign matter can positively be identified. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.based on the photos provided by the customer bd acknowledges the presence of foreign matter (fm) on or in the two (2) syringes. However, as the fm cannot be positively identified based on the photos potential root causes cannot be determined. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the syringe enteral 60ml bns has been found experiencing two occurrence of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that 2 syringes were found with unknown contamination inside. Per email: during production 2 pcs found with unknown contamination inside.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe enteral 60ml bns has been found experiencing two occurrence of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that 2 syringes were found with unknown contamination inside. Per email: during production 2 pcs found with unknown contamination inside.